Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit low pacing impedance in bipolar configuration. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/ tissue. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil at the connector region. The cause of the reported event was isolated to over torqued of the inner coil causing the shorting between conductors.